Event description:
It was reported that "piece of needle broke off in patient wrist". The patient was transferred 24 hours after the event and will no consultation for the remaining piece. Additional information received states "while patient was in our care, after incident, no acute condition signs or symptoms could be attributed to the metal."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "piece of needle broke off in patient wrist". The patient was transferred 24 hours after the event and will no consultation for the remaining peice. Additional information received states "while patient was in our care, after incident, no acute condition signs or symptoms could be attributed to the metal."

Manufacturer narrative:
(B)(4).